Event description:
It was reported that there was a possible lead fracture, and that the patient received 24 shocks due to noise. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.